Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. This report is for unknown 6.0mm ti rod/unknown lot number. Other UDI: (01) unknown (10) lot number unknown. UDI unavailable original implant date is in (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices report: [ti parallel connector 6.0mm/6.0mm] (part #: 498.160, lot #: unknown, quantity: unknown), [unknown 6.0mm ti rods] (part #: 498.1xx, lot #: unknown, quantity: 1), [6.0mm ti collar] (part #: 498.010, lot #: unknown, quantity: 8), and [ti nut 11mm width across flats] (part #: 498.003, lot #: unknown, quantity: 8. PMA 510k#: unknown. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a t3-ilium posterior spinal fusion with synthes uss in (B)(6) 2017. At an unknown point in time the patient broke the right rod caudal (posterior) to the t10 screw. On (B)(6) 2017 the surgeon performed the revision. The surgeon bilaterally cut the rods above the l1 pedicles. He attached parallel connectors (498.160) on the rods just cranial to l1. The existing rods ran from l1-ilium. The surgeon then replaced screws at t4, t5, t6, and t7. These screws were loose in the patient bone. Then the surgeon cut and contoured new rods for the cranial end of the construct. He attached the new rods to the parallel connectors that were placed just cranial to the l1 screws. He then connected these rods to the screws and successfully completed the procedure. The construct remains t3-ilium with synthes uss. This complaint is for two (2) devices. Concomitant devices report: [ti parallel connector 6.0mm/6.0mm] (part #: 498.160, lot #: unknown, quantity: unknown), [unknown 6.0mm ti rods] (part #: 498.1xx, lot #: unknown, quantity: 1), [6.0mm ti collar] (part #: 498.010, lot #: unknown, quantity: 8), and [ti nut 11mm width across flats] (part #: 498.003, lot #: unknown, quantity: 8). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: concomitant devices report: [ti parallel connector 6.0mm/6.0mm] (part #: 498.160, lot #: unknown, quantity: unknown), [unknown 6.0mm ti rods] (part #: 498.1xx, lot #: unknown, quantity: (B)(4)), [6.0mm ti collar] (part #: 498.010, lot #: unknown, quantity: (B)(4)), and [ti nut 11mm width across flats] (part #: 498.003, lot #: unknown, quantity: (B)(4)).